Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and metallosis. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reports the patient was revised due to squeaking, elevated metal ion levels, and discomfort. Revision operative notes report synovial and tissue staining and cloudy, yellow synovial fluid. Superficial scuffing of the head was present. The head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6), 2004. Subsequently, patient's legal counsel further reported patient was revised on (B)(6), 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and metallosis. Additional information received in patient medical records reports the patient was revised due to squeaking, elevated metal ion levels, and discomfort. Revision operative notes report synovial and tissue staining and cloudy, yellow synovial fluid. Superficial scuffing of the head was present. The head was removed and replaced. Additional medical records were received and revealed patient's blood was tested on (B)(6), 2013 and patient underwent a MRI on (B)(6), 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2013-04181, 2015-00001 and 00032).

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and metallosis. Additional information received in patient medical records reports the patient was revised due to squeaking, elevated metal ion levels, and discomfort. Revision operative notes report synovial and tissue staining and cloudy, yellow synovial fluid. Superficial scuffing of the head was present. The head was removed and replaced. Additional medical records were received and revealed patient's blood was tested on (B)(6) 2013 and patient underwent a MRI on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reveal the patient underwent a second revision on (B)(6) 2014 due to fracture of poly liner. The head, liner and cup were removed and replaced with a biomet head and a competitor's cup.